Manufacturer narrative:
A visual inspection of the drill confirmed the reported breakage. The drill head has broken off the shaft. The break is along the axis to the first spiral cut. There is tip flaring on the distal end of the drill head ID. Further examination of the drill head showed the primary cutting edges are dull. The drill shaft is also slightly bent. Dimensional assessment of the drill confirmed it meets print specifications. There are no indications that would suggest the device did not meet product specifications upon release into distribution.

Event description:
The tip broke. A 8 mm flexible reamer was used; the first 10mm snapped off in the tunnel while backing out of the hole. No patient injury or other complications were reported.